Event description:
It was reported by service report that the right track is missing due to a cracked track roller. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.